Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol was placed into the bag and after unfolding a white mark was noticed in the middle of the lens. The procedure was completed as the iol was removed and replaced with a new lens. No patient harm reported. Additional information was requested.